Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. On the same date as diagnosis, the patient was hospitalized for the event. The cause of the hernia was unknown and treatment information was not reported. After two days, the patient was discharged from the hospital. Dianeal therapies were discontinued. The patient was reported to have recovered from the hernia event. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.